Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulator was not working right, stimulation just stays in one area it no longer goes to patient's right leg, now it feels like when they go to the bathroom to pee and  is done it feels like a giant orgasm. Pt said they noticed this issue started after their right hip was replaced sometime back around october or november, at first it worked right sometimes but now it is just one area. Pt said he told his doctor about it and they told him to call medtronic. Pt said he had been pain free for a while, it was working for both legs now he has pain again. The patient was redirected to their healthcare provider to further address the issue.